Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was inserted and removed due to a vitrectomy that was needed. The removal of the lens had nothing to do with the lens, but had to do with issues during surgery.

Manufacturer narrative:
The root cause for the reported complaint appears to be a coincidental event that was unrelated to iol as report description states that the removal of the lens had nothing to do with the lens, but had to do with issues during surgery. Based on this information, the iol did not cause/contribute to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).